Event description:
Double lumen catheter placed for IV access for chem therapy. Pt developed 15% pneumothorax, chest tube placed. Possible exstravasation noted during administration adriamycin, infusion stopped. The catheter was removed. Patency test reported small hole at mid point of catheter.